Event description:
On (B)(6) 2013, it was reported that the display on the patient's infusion device was blank and none of the buttons were functioning. The patient changed the battery and the display worked properly, but the buttons were still non-functional. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics. Therefore, the display is without function the pump does not start anymore. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.